Manufacturer narrative:
The sample was a pediatric plasma sample. The laboratory had observed erratic qc results on the day of the event. The laboratory cleaned and changed the mid standard solutions which were running low. A bec field service engineer (fse) was dispatched on the day of the event and found a crack in the ise d-pot which could cause erratic results. The fse replaced the d-pot along with the tubing, electrodes, and performed maintenance of the system. After the fse performed service a precision run was performed and a coefficient of variation (cv) of 0.25% was achieved.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that a pediatric patient sample recovered a sodium (na) result of 127.53 mmol/l generated by the au600 clinical chemistry analyzer (au681-03e). Upon auto-repeat a result of 132.92 mmol/l was recovered, which the laboratory confirmed with a further rerun of 134 mmol/l. The customer indicated that all na samples resulting below 128 mmol/l are automatically repeated. The incorrect result was not reported out of the laboratory. There was no change to patient treatment associated to this event.